Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer prior to a scheduled device replacement procedure noted that the device had recorded a battery depletion message. Upon clearing the battery depletion message, the device showed a battery status of four percent remaining. The device was then explanted and replaced as planned. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer prior to a scheduled device replacement procedure noted that the device had recorded a battery depletion message. Upon clearing the battery depletion message, the device showed a battery status of four percent remaining. The device was then explanted and replaced as planned. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.